Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose of an unknown measurement that reportedly did not require medical treatment. This reported event does not meet animas¿ criteria of a reportable adverse event. The distributor reported that there is no known reason for the alleged elevated blood glucose. Troubleshooting of the pump did not indicate a pump malfunction.